Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was not communicating with the server or appearing on the network. A field service engineer (fse) confirmed that hospital information technology (hit) identified and repaired an issue with one of their network switches, after which the machine resumed normal communication. The customer verified successful server communication, and patient transactions were processing correctly. The system functioned as intended after the field service engineer and hit team investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station chemo had disconnected mode and critical override. Unable to dispense on patients and current orders. Customer had restarted the station twice, left it powered off for about ten minutes, but the errors still returned. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.